Event description:
It was reported ,that the patient presented remotely via merlin net. Review of transmission revealed, that the atrial lead was exhibiting noise causing inappropriate mode switches. No changes or intervention was performed. There were no patient consequences.